Manufacturer narrative:
This previously submitted supplemental (9610617-2026-00212) is being redacted. 9610617-2026-00212 sup1 was filed inadvertently inadvertently. The additional information reported in 9610617-2026-00212 sup1 has been correctly reported in 9610617-2025-00212 sup 1..

Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the available information, the experience of the investigator and similar complaints, the most probable root cause is the defect of the camera head cable shielding. This led consequently to disturbance of image during the use of high frequency units and fits to the failure description of customer "monitor intermittently goes blank". The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, the resolution and color of the visualization was appearing red. The surgeon converted to laparoscopy because the image turned red when operating near the abdominal wall. According to the available information, the patient suffered a non-serious injury.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).